Event description:
It was reported that pump battery appeared to deplete too quickly, but no specific date or timeframe for event was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and support staff were unable to confirm reported battery issue, so no additional corrective actions were taken and no further outcome information was available.